Event description:
It was reported that the pump is locked but does not start. The incident was noticed during infusion, and there were no clinical consequences.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump is locked but does not start¿ was confirmed through event history log (ehl) inspection. The cause of the reported issue was a downstream occlusion (dso) sensor issue. The lens, dso seal, battery compartment, lock + latch were replaced, and preventive dso sensor and dso bezel replacement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.